Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported of a fortuitous rupture discovered at the removal of the device. The device has been explanted. This record relates to the right side.

Event description:
Healthcare professional reported of a fortuitous rupture discovered at the removal of the device. The device has been explanted. This record relates to the right side.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.10, h.3, h.6. Device evaluation: visual analysis of the returned device identified underweight, crease fold, opening, red particles, non-penetrating nicks. A microscopic analysis was performed which identify sharp edge and with non-penetrating nicks assessed as surgical impact opening on posterior side. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: - a sharp edge opening with non-penetrating nicks assessed as surgical impact. - non-penetrating nicks.